Event description:
The regulatory body (B)(4) reported the following description of a reportable serious adverse event: a female patient was in a surgery for incarcerated inguinal hernia on (B)(6)2015. On (B)(6) 2015, the patient required a new surgery because a fascia suture. It was noticed that the suture was internally broken. (It was all information provided for regulatory body).

Manufacturer narrative:
(B)(4).